Manufacturer narrative:
Device not available for return. Internal investigation in process, but not complete.

Event description:
It was reported that, "upon screw insertion, the tip of the cannulated screwdriver bit snapped off. Particles of metal from the screwdriver had to be washed out of the pt, but according to the surgeon they got everything out."